Event description:
It was reported the patient is not receiving effective therapy due to high impedance on lead. Surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:mn10450-50a , UDI:(B)(4) , serial: (B)(4), batch: 7407842.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: initial reporter information updated to include the physician who performed the surgical intervention.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which a portion of the lead was explanted and a new lead was implanted to address the issue.